Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed because this incident was based on an article review and no lot information was provided. Based on the available information, a cause for the reported mitral regurgitation and tissue damage could not be determined. Additionally, reported mitral regurgitation and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical procedure were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates estimated the device was discarded. The investigation has not been completed at this time. A follow up report will be submitted with additional information. Attachment: article titled, delayed mitral leaflet perforation in a tethered valve after mitraclip xtr implantationna.

Event description:
This is being filed to report the mitral regurgitation, tissue damage, surgical procedure, and hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. Transthoracic echocardiography (tte) performed 5 days later showed a relevant increase of the mr with an eccentric jet directed toward the posterior wall of the left atrium. One month post procedure the patient was sent for heart transplant surgery. During surgery, an anterior leaflet perforation close to the clip¿s arm was found. Details are listed in the attached article: delayed mitral leaflet perforation in a tethered valve after mitraclip xtr implantation. No additional information was provided.